Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead has been showing a high, out of range shock impedance. The lead has been implanted more than ten years. A threshold test for evaluation was recommended. The leads remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead has been showing a high, out of range shock impedance. The lead has been implanted more than ten years. A threshold test for evaluation was recommended. The leads remains in service at this time. No adverse patient effects were reported.